Event description:
According to the reporter, during a robotic laparoscopic left colon resection, at anastomoses of rectum to sigmoid colon, the device fired and cut but staples did not deploy to complete the anastomosis. It was noted the surgeon was not in the green and broke the safety lever when trying to release it. The doctor decided to fire the stapler anyway. The physician had to repair the rectum and give the patient a colostomy since there was no enough room to try another stapler. The surgical time extended 30 minutes or more due to the product problem.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was used for therapeutic treatment of a anterior colon resection. During the sigmoidoscopy & leak test significant bubbling occurred after firing the stapler, indicating that the stapler had failed. After further inspection it was determined that a cut had been made but no staplers had fired/deployed. Due to the failed anastomosis an emergency colostomy then had to be performed to correct the rectal injury. It was reported that after the implant, the patient experienced infections, abscess, abdominal pain, pain, mental pain, suffering, disfigurement, physical impairment, mental anguish, disability, degradation, loss of enjoyment of life, emotional distress, fibrosis, reactive epithelial changes, inflammation, dilated loops of small bowel, soft tissue swelling, subcutaneous emphysema, ischemic colostomy, nausea, ambulation difficulties, irritation around ostomy, fungal dermatitis around stoma, tenderness, dehiscence, abdominal distention, throbbing pain in vagina/rectum/pelvis, bloating, discomfort, reactive depression, anemia, fatigue, weakness, skin abrasion, adhesions, hernia, scar tissue, ileus, hypophosphatemia, vomiting, decrease in appetite, & mucocutaneous separation. Post-operative patient treatment included additional procedures, hospitalization, rehabilitation, medical treatment, colostomy revision, CT scan, x-ray, fluoroscopic water-soluble enema study, ICU, physical therapy, wound care, IV fluids, pain medication, nutritional counseling, supplemental oxygen, IV anti-nausea medication, use of drains, use of a walker, anti-fungal powder, sigmoidoscopy, colon polypectomy, colostomy takedown, excision of rectal stump, partial colectomy with low pelvic anastomosis, diverting loop ileostomy, lysis of adhesions, & ot.

Manufacturer narrative:
Additional info: a1, a2, a3a, a4, a5a, a5b, b2, b5, b6, b7, d2, e1 (first name, last name, street 1, street 2, city, region, postal code, phone number), e2, e3, h6 (patient codes, ime e2402: subcutaneous emphysema, ileus, hypophosphatemia, mucocutaneous separation), & additional codes. Medtronic conducted an investigation based upon all information received. The device was not returned, but photos & videos were provided & evaluated. Visual inspection noted that there is an opening in the stomach with fecal matter coming out. The opening in the stomach is cleaned/prepped for a colostomy bag. The colostomy bag is sized to the opening in the stomach and applied. The tubing that is inserted in the patient is flushed. A container of fecal matter is shown. Fluid is also coming out of the belly button, where the wound was closed with skin staples. A photo of tissue donuts along with the center rod of an anvil was shown too. The investigation could not determine the most likely cause of the reported conditions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.